Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on august 14, 2020. Device evaluation summary: during a visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. On august 24, 2020 mentor became aware that it erroneously filled out d10 incorrectly with the initial report submitted on july 23, 2020. The corrected values have been entered in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration/ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 325cc mentor memorygel breast implant experienced left sided rupture with lateralization of the device post procedure. The rupture was noted through ultrasound. Additionally, right sided device migration and ptosis was noted. As a result, bilateral prosthesis with 350cc mentor memorygel xtra breast implants was performed on (B)(6) 2020. The left sided rupture was reported initially under 1645337-2020-05135 on march 31, 2020. On july 3, 2020 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.